Event description:
Caller reported an issue with the touchscreen responsiveness, with the pump screen frozen and not responding to any input. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.